Event description:
Account alleged that the bed hi/low is drifting.

Manufacturer narrative:
Account cleaned the hi/low brake but this did not resolve the issue. Technician sent the account a hi/low brake assembly repair kit. Repair unk. Hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.